Manufacturer narrative:
(B)(4). The service engineer opened the base cover and found loose screws floating around, it may cause bad images. He performed the loose screw modification. The unit was tested for all functions and met specifications. (B)(4).

Event description:
The dealer reported that the image seemed to be blurry and wavy. It is possible that the image was retaken, resulting in additional radiation exposure.